Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.